Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated she is having problems with the remote. Pt reported seeing message " memory problem. Data has been lost repeat the set up process" patient stated the controller has been charged up. Patient stated she has had to reset the controller 3 or 4 times. Pss reviewed the message meaning and walked pt through setting the date / time on the controller. Patient reported the stimulation does not feel like it is working right. Pt reported that she had an incident on (B)(6) 2023 and doctors used defibrillation to shock her heart multiple times. Pt stated her ins has not worked right since then. Pt mentioned that she tried to commit suicide on (B)(6) 2023 and they had to "shock" her 5 times in order to bring her back, pt verified she has not had the ins checked by an hcp after that incident. Patient stated she is seeing no device found when she tries to connect with the controller. Pt verified that her ins is likely depleted of charge. Pt stated she wants to charge the controller a little more. Patient service specialist is going to call patient back in about an hour to see if patient is able to connect and charge the implant. The patient was redirected to their healthcare provider to further address the issue. Pss made an outbound call to pt to verify that her controller charged and her ins would charge. Pt verified that she is connected and charging the ins battery - the controller is 70%and the ins is 30%. Pt stated it is working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.